Manufacturer narrative:
(B)(4). For all 10 events, the investigation did not identify a general instrument or reagent problem. The cause of the events could not be determined. The follow up/corrective actions for 1 event were that the sample/reagent pipettor was replaced. The follow up/corrective actions for 5 events were not provided. The follow up/corrective actions for 1 event was that the field service representative could not find a cause. He ran qc which was acceptable. The follow up/corrective actions for 1 event were that the field service representative cleaned and adjusted the position of sampling mechanism, performed a voltage check and replaced the sample probe. The follow up/corrective actions for 1 event were that a field engineering specialist initially performed performance testing that failed. He found that the nozzle seal pipettor was installed in the wrong direction that was causing a leak. He corrected the issue and performed again performance testing with acceptable results. The follow up/corrective actions for 1 event were that the field service engineer (fse) visited the customer site and replaced the measuring cell and pinch tubing. The customer ran calibration and qc. Instrument performance testing results were acceptable. The customer has not complained of any issues since the service visit. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events. Low results were generated by the cobas e 411 immunoassay rack analyzer. The event involved 13 patients with low results for the elecsys hcg + beta test system, elecsys hcg stat test system, elecsys tsh assay, elecsys ft3 iii, elecsys ft4 ii assay, elecsys hiv combi pt and ferritin assay. The age for 1 patient was (B)(6). The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.